Event description:
New information received states that an ipg revision took place on (B)(6) 2022 wherein the ipg was repositioned and placed deeper in the pocket. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced discomfort at the implantable pulse generator (ipg) site. A surgical intervention is anticipated in the near future. No additional information is available at this time.